Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the injury was unable to be determined due to insufficient clinical details. The cause of the use against labeling was most likely use issue related since the sheath was left in.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery access site to support the 85 year old male patient who had been admitted in with known coronary artery disease, and plan for a high risk percutaneous coronary intervention (hrpci). The team did not furnish any other medical history other than being on inotropes and vasopressors, presenting in scai stage c shock. The team placed the cp via the 14fr introducer, but did not remove the 14fr sheath, rather it was retained in the femoral artery. They did not believe the perclose would achieve hemostasis due to calcified native anatomy. To perfuse the limb with the sheath retained, they added a fem-fem bypass to perfuse the limb. Post explant on day 2, the limb had developed a clot in the femoral artery, and to treat it they ballooned and began heparin for anticoagulation. Limb ischemia is a known risk associated with impella support as described in the instructions for use. Retention of the 14fr sheath is against the IFU labelling.